Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery while she was at the county fair. The patient's blood glucose at the time of incident was 438 mg/dl. The patient had an extreme headache. Troubleshooting was declined as the customer was on her way home. The patient stated that she receives no delivery alarms when the set is connected to her. She also mentioned that when she went to the bathroom her site ripped off. No products were returned or replaced at this time.